Manufacturer narrative:
(B)(4). Multiple MDR's were reported for this event. Please also see associated events: 0001825034 - 2018 - 02606, 0001825034 - 2018 - 02609. Report source: literature: patil, s., luis, c., & finn, h. (2017). Porous femoral fixation in total hip arthroplasty with short anatomical stem: radiographic evaluation. Clinics in orthopedic surgery, 9(3), 255. Doi:10.4055/cios.2017.9.3.255 the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported in a journal article, heterotopic ossification was noted in 5 hips; grade I in 4 hips and grade ii in 1 hip.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.